Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's (pt) representative (rep) regarding an implantable neurostimulator. The reason for call was patient representative  said the hospital told the patient to charge their spinal cord stimulator, but when the patient representative put the recharger on the patient today, the patient felt electrical shocks in the patient's knees and legs that started right away even though the patient was not in a therapy session and therapy was turned off. Patient said they could not take the shocks any more and the shocking sensation stopped when the recharger was taken off of the patient. Pt rep. Had charged the ins to 70%. Pt rep. Also said the therapy never worked to give the pt relief and intensity set at clinic for the neurosense programming style was 2.7, which made the pt "throw up" so the pt had to turn therapy down. Pt rep. Also said the ins was supposed to hold a charge for 3 days, but the pt found the ins was discharged after 1 day. Pt rep. Mentioned the pt even had another surgery where they had to have the system readjusted in (B)(6) 2025. Pt rep. Said they wanted to look into having the ins and lead removed. During the call, the pt rep. Entered MRI mode. Pt rep. Said they would like help possibly adjusting therapy. Technical services (tss) turned therapy down to 0.0 before turning therapy on. Tss was going to help pt rep. Adjust therapy up slowly, but pt rep. Said the pt was asleep and pt rep. Did not want to wake pt. The patient was redirected to their healthcare provider to further address the issue.